Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 9/22/16 with the following findings: verified time and date reset in black box , after por event occurred. Pump time and date default was duplicated during investigation. Pump was opened to investigate. The bt1 component was found to be leaking and unable to hold a charge. Display is dim, orange. Initial reporter: (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a leaking internal battery and dim display. This report is made based on the results of an investigation completed on 9/22/2016.